Manufacturer narrative:
The device was received for evaluation. The device was found to deliver within specification during flow testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition 'was unable to complete 24 hours infusion' was not verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump was unable to complete 24 hour infusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.